Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was positioned and deployed reducing mr to moderate. An nt clip was inserted and advanced into the left ventricle (lv). However, while in the lv a very calcified subvalvular apparatus appeared that had not been previously visible by echocardiographic imaging. After a first attempt at grasping, the mr increased, due to the rupture of a chord. The clip was returned to the atrium, where it was reoriented with the aim of avoiding that same area, however, the clip became trapped in the same subvalvular apparatus once it went into the lv. The clip was eventually able to be freed, and it was decided to remove the clip, leaving a remaining mitral insufficiency similar to the initial on. It was noted that the first implanted clip remained stable. The patient was transferred to the coronary care unit in a stable condition, with the possibility of future surgery to reduce mitral regurgitation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy is related to procedural conditions (clip caught on very calcified subvalvular apparatus during positioning). The reported tissue injury and mr are cascading events of the difficult removal from anatomy. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.